Manufacturer narrative:
The local area sales representative was contacted for additional confirmation of the undersensing or loss of capture (loc). At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of the pacemaker presenting electrogram (egm). Upon review, blanking of atrial sensing (as) after ventricular pacing (vp) was observed. Ts noted that right atrial (ra) loss of capture (loc) with ra escape rhythm, retrograde conduction or premature atrial contraction (pac) as possible causes of the undersensing. Ts advised the hcp to schedule an in person visit for further device evaluation and testing. Subsequently, additional information was received that reported that the device was evaluated at a follow up visit and the presenting egm showed intermittent farfield oversensing of right atrial r wave signals. The hcp stated that the device will be reprogrammed and will continue to be monitored. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.